Event description:
It was reported that the patient presented in clinic for a follow-up. Upon examination, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited episodes of noise. A lead extraction procedure is anticipated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5165464.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.